Event description:
It was reported that the device reached eri sooner than expected. Premature battery depletion was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device longevity was found to be outside of the expected limits. The battery was removed and the device was analyzed with a power supply and found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.